Manufacturer narrative:
One opened polymer irrigation and aspiration tip was returned for the reported issue of twisted root of the product. The returned sample was visually inspected and was found to be nonconforming with the over molded threads observed to be broken off and the hub ribs twisted. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned non-conforming sample was received opened. How and when the irrigation and aspiration tip became damaged cannot be determined from this evaluation; therefore a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All irrigation and aspiration tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before cataract surgery, an ophthalmic irrigation and aspiration tip found twisted. The surgery was performed and completed after replacing the product with another one. There was no patient contact.